Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is filed for the same patient (reference 1825034-2013-03175).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2002 and a total right hip arthroplasty on (B)(6) 2003 with unknown product. Subsequently, patient's legal counsel further reported patient underwent a right hip revision procedure on (B)(6) 2007, due to patient allegations of pain, discomfort, and difficulty walking. There has been no reported left hip revision procedure. No further information has been provided to date. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2002 and a total right hip arthroplasty on (B)(6) 2003 with unknown product. Subsequently, patient's legal counsel further reported patient underwent a right hip revision procedure on (B)(6) 2007 due to patient allegations of pain, discomfort, and difficulty walking. There has been no reported left hip revision procedure. No further information has been provided to date. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report dated (B)(6) 2007 noted the reason for revision was instability. Operative report further noted a leg length discrepancy and hip capsule posteriorly was lax. The modular head and acetabular liner were removed and replaced. It is still unknown if biomet implants were revised.